Manufacturer narrative:
Additional information was received that the patient also had an infection at the pocket site. Antibiotics was prescribed. The physician believed that the infection was not device or procedure related. The patient underwent a revision procedure wherein a new ipg was implanted and the pocket site was relocated to the abdomen. The patient was doing well postoperatively.

Event description:
A report was received that the patient's incision site never healed. The patient underwent an explant of the ipg. No device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. No complaints about the functionality of this device were reported. No anomaly noted in the sterilization record. Device exhibited normal device characteristics.

Event description:
A report was received that the patient's incision site never healed. The patient underwent an explant of the ipg. No device malfunction was suspected.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient&#38112;incision site never healed. The patient underwent an explant of the ipg. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was related to the device or procedure. The physician believed it was directly related to the patient¿s smoking, which hindered his ability to heal.

Event description:
A report was received that the patient's incision site never healed. The patient underwent an explant of the ipg. No device malfunction was suspected.